Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 162 mg/dl. The device was not returned.

Manufacturer narrative:
The device passed the self test and displacement test. However intermittent button response due to moisture damage on the keypad assembly. The device was received with missing display window cover.